Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/08/2010, 02/09/2010, 02/10/2010, and 02/11/2010 by phone, fax, and mail. A completed questionnaire was received 02/22/2010. (B) (4). (B) (4).

Event description:
A surgeon reported a patient experiencing ghosting images, poor near vision, glare, halos, light sensitivity and difficulty driving following bilateral intraocular lens (iol) implant surgery. The technician reported the iol was exchanged. There are two medical device reports associated with this event. This report is for the left eye.